Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. It was reported that an autopsy was not performed, and hm3 lvas, serial number (B)(4), was not explanted for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and death, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to cardiogenic shock on (B)(6) 2022. On (B)(6) 2022 the patient went back to the operating room for re-exploration of their chest. The patient had extracorporeal membrane oxygenation (ECMO) cannulation done, stopped bicarbonate, and was weaned off vasopressors (norepinephrine first). The patient continued diuresis with bumex and diuril. They re-dosed vancomycin and albumin 500 bolus. During the night, they decreased vasopressin dose to 0.04 units per minute. The patient had supraventricular tachycardia versus atrial fibrillation with rapid ventricular response with their heart rate in the 200's. The patient was given amiodarone bolus and albumin 250 milliliters for soft blood pressure and low up. The patient's hemodynamics worsened at maximum doses of multiple vasopressors and was fully supported on ECMO with the ventricular assist device (vad). The patient remained hypotensive and there were no other measures to escalate. The family ultimately agreed to comfort measures on (B)(6) 2022. The patient was started on morphine and ativan to prevent air hunger and dyspnea. The patient's support was ultimately withdrawn. No autopsy was performed, and the device was not explanted.